Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two instances of cartridge leaking into the device, without visible device damage, and completed cleanup and a subsequent supply change per guidance. Symptoms included no reported adverse clinical effects and blood glucose was not impacted. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and guided re-supply change to verify correct use. Investigation of this case revealed no malfunction could be confirmed and no device component damage was observed during user-led checks, with correct technique verified and the issue not reproduced during the call. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined with the available information.